Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 44,648 sic were observed since the session four days prior. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was out of range (B)(6) 2015. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy due to oversensing on (B)(6) 2015. Concomitant medical products: d154vrc ICD implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and had fractured. It was also reported that the patient received inappropriate high-voltage therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.